Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia during and after plane landings. The customer was not admitted to the hospital and did not consult their healthcare professional but found it unusual that the events occurred under the same conditions. Blood glucose value at the time of the event was 40 mg/dl. The event involved product(s) mmt-1712k. Troubleshooting was performed, which included advising the customer to check for cracks on the pump and ensuring the battery cap was secure. The pump was reported to be working as designed, with no cracks or damage observed. The customer reported changing infusion sets a day before the flights with no unusual events and confirmed insulin quality was clear and unchanged. The pump was not exposed to MRI or x-rays. Although the pump was functioning correctly, the customer expressed concerns about recurrence. No further patient complications were reported. The product was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0872 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, and minor scratched lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.